Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
It was reported that during an attempted novasure ablation procedure, the physician experienced difficulty seating the device followed by several unsuccessful cavity integrity assessment (cia) tests. The procedure was aborted and a perforation was confirmed on post hysteroscopy. No treatment was needed for the perforation and the patient was discharged home. A hysteroscopy was performed prior to the attempted ablation, as was a dilatation and sounding with a metal sound (not a hologic device). It is not known when this perforation occurred or what instrument may have been the cause.